Event description:
Attorney's allegations of "injuries and damages, including, but not limited to, medical monitoring" following 2004 implant of composix kugel mesh.

Manufacturer narrative:
No product has been returned for eval. Therefore, no conclusion can be drawn.